Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system locked up after ops check; no buttons work and the system would not turn off. There was no adverse patient impact reported.

Event description:
The customer reported that the system locked up after ops check; no buttons work and the system would not turn off. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.